Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the blade exposed; however, there was no damage to the blade. The tracks exhibited some residue. Review of the instrument's icb log and msc log confirmed that the instrument's blade jammed a couple of times and multiple attempts were made to retract the blade. On (B)(4) 2013, intuitive surgical contacted the initial reporter of this incident. The initial reporter indicated that the patient's bleeding occurred while the surgeon was sealing the patient's vessel using the vessel sealer instrument. The initial reporter indicated that removal of the instrument from the patient found that the blade between the grips of the instrument was exposed. The initial reporter indicated that there was no permanent injury to the patient, as the surgeon was able to successfully stop the patient's bleeding using the vessel sealer instrument. The initial reporter indicated that the procedure was completed with an instrument of the same type. No other information was provided. Intuitive surgical has contacted the initial reporter of this incident several times to obtain additional information based on the additional information initially provided on (B)(6) 2013. As of the date of this report, no additional information has been provided by the site.

Event description:
It was reported that during a da vinci si sigmoid colectomy procedure, while the surgeon was using the endowrist one vessel sealer instrument, the error message error on instrument occurred. The site selected the menu option solve problem on the touchscreen monitor, however, the site was unable to open the grips on the instrument. Reportedly, the patient experienced bleeding.